Event description:
Report received of a battery being incorrectly inserted into the device, causing the battery to heat up. It was reported that the battery was placed upside down into the device. As a result, the battery heated up and "a little smoke started coming from the rear of the unit". The battery compartment was reported to be "charred and the pump case was melted". Though requested, no further information was available.